Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose level of 500mg/dl and treated with a shot. The customer indicated that their infusion sets were not sticking and have gone through 7 sets. Customer was advised to monitor the problem and call back if issues persist and to call their doctor regarding the high blood glucose.